Event description:
During a posterior spinal fusion while the surgeon was making the final turn of inserting an iliac screw (biomet (B)(4)) into bone the tip of the dorsal height adjuster being used broke off. This tip was wholly contained within the shaft of the screw.